Manufacturer narrative:
(B)(4). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an unspecified surgical procedure it was observed that the small battery drive device stopped working. According to the report, the device sounded like the motor was ¿on its last leg¿ right before it stopped working. It was not reported if there was delay in the procedure due to the event. It was not reported if there was a spare device available for use. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
H10: depuy synthese is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthese has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthese or its employees that the report constitutes an admission that the device, depuy synthese, or its employees caused or contributed to the potential event described in this report. Correction: d4: serial number: it was inadvertently documented on the initial medwatch report that the lot number was (B)(4). Upon further investigation, it was determined that the (B)(4) is the serial number. The serial number ((B)(4)) has been documented in section d4 of this medwatch report. The unique identifier (UDI) has been updated accordingly. Device evaluation: the actual device was returned for evaluation. During evaluation, it was determined that the reported condition that the small battery drive (sbd) device stopped working, the device sounded like the motor was ¿on its last leg¿ right before it stopped working was confirmed. An assessment was performed and it was determined that the motor had no power, had corrosion on it and no amperage output. It was further determined that the device failed pretest for check the function with electronic pen drive (epd)-console, check compatibility between colibri/sbd and colibri ii/sbd ii, check the off/oscillation/on switch mode function. The assignable root cause of these conditions was determined to be due to wear from normal use over time, and improper cleaning methods, which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly. D4: UDI: (B)(4).